Manufacturer narrative:
The customer's calibration was not ok, but quality control was acceptable. The patient's specimen showed slight hemolysis. The field service engineer discovered an ise waste solenoid valve was sticking. He cleaned and flushed the solenoid valve. The customer performed calibration and qc with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable low ise indirect gen.2 na result for one patient from a cobas 8000 cobas ise module. The initial result was not reported outside the laboratory. The customer performed repeat testing on another ise module for confirmation. The repeat results were determined to be correct for the patient. The patient¿s initial na result was 131 mmol/l, and the repeat result was 138 mmol/l. The na electrode lot number and expiration date were requested but not provided.